Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with 3.0x32 balloon catheter, a 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. During procedure, the device failed to track the lesion, and due to severe calcification in the artery, the stent shaft was broken. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with 3.0x32 ballon catheter, a 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. During procedure, the device failed to track the lesion, and due to severe calcification in the artery, the stent shaft was broken. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual, tactile, microscopic examination was performed on the device. A visual and tactile examination of hypotube shaft noted multiple hypotube kinks and a shaft break at 20.3cm distal to the distal end of the strain relief were identified along the length of the device. An examination of the inner/wire lumen identified no damage. A microscopic examination identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage.